Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A sample is not available for evaluation. However, a no sample investigation and device history record review will be completed. Upon completion of the investigation, a supplemental report will be filed. UDI #: (B)(4).

Event description:
It was reported that upon a staff member pressing the retraction button on the 21g x 0.75" bd vacutainer® winged safety pbbcs with 12" tubing and luer adapter, the spring mechanism retracted past the hub and out of the end of the line. No injury or medical interventions were reported.

Manufacturer narrative:
Investigation summary investigation instruction: for a minimum ¿level a¿ investigation, please complete returned sample and photo evaluation (when sample and/or photo is available). Bd received 2 samples for investigation on 8/4/2017. Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pir #: (B)(4), part #: 367344, lot #: 7019820, complaint: broke apart. Customer verbatim: 21g ¿butterfly¿ set. When staff went to push the push the button to retract the needle from the patient¿s arm, the whole spring mechanism retracted past the hub and out of the end attached to the line. Blood came out of the line once it was detached from the housing. Collector was unharmed and blood exposure avoided (wearing gloves). No harm to patient. No picture available, assembly discarded at bedside in sharps to avoid needle stick injury. Two samples from same lot/box available to sent in. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the following lot number: 7019820 ¿ the lot number was built on pbbcs line 1 from january 25, 2017 thru january 26, 2017. Per review of the DHR it was concluded that all required challenges samples and testing was performed per specifications s-bc001, in accordance with the in-process sampling plans. Per review it was noted that there were no related reject activity findings throughout the build of this lot that would impact upon the quality of the product. Qn / sap database review: yes. Reason: a review of the qn/sap database is not required for a s1-o1 level a investigation per vo8-886. The fema (failure mode and effects analysis): yes. Reason: the fmea is required for all MDR reportable investigations. Findings: (B)(4) rev 11 version I was analyzed to determine the risk to customer. The analysis showed that due to low occurrence, current risk is acceptable. Visual analysis: observations and testing: received two unused pbbcs 21ga units in sealed packages from the lot number 7019820. All components were present and intact. Visual/microscopic examination: no damage to the front and rear barrels at the joint location the level arm was not broken off from the hub (B)(4). Flashback test: upon insertion of the needle into the artificial vein; the button was pushed and the needle/hub assembly retracted. The front and rear barrels did not separate. (B)(4). Investigation samples(s) meet manufacturing specifications: yes, the returned units provided for evaluation met manufacturing specification in relation to broken apart. Conclusions: the defect of needle broken apart; as stated in the subject of the pir was not confirmed based on the observations of the returned units. The returned units did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned units. The actual unit described in the incident report was not returned for evaluation. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned units. Did the evaluation confirm the customer¿s experience with the bd product? No; reproduction of the customer¿s experience was not achieved with the testing performed on the returned units. Was the device used for treatment or diagnosis? Diagnosis root cause: relationship of device to the reported incident: indeterminate comment: there was no definite physical or mechanical evidence that confirmed and supported manufacturing process related issues for the defect observed in this incident. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. A manufacturing related root cause could not be identified. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 07/06/2017. The actual date received by manufacturer was 07/05/2017. Date of event: (B)(6) 2017 date received by manufacturer: 07/05/2017.